Event description:
It was reported that the centrimag motor would not maintain the correct speed after being on support since (B)(6) 2021. Both the centrimag console and motor were exchanged. Related manufacturer's reference # for the console: 3003306248-2021-07025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system not maintaining the set speed was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 4 days ((B)(6) 2021, (B)(6) 2022 per time stamp). Events occurring on (B)(6) 2022 took place during lab testing at abbott. The motor appeared to have not been connected throughout the entire log file. The centrimag motor was returned for analysis to the service depot and the reported event was unable to be duplicated. The motor was tested with the returned and associated console. The motor was inspected and functionally tested. The motor cable was flexed along the entire length and no alarms were observed during testing. No issues were observed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for (B)(6) and was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.